Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for blood glucose of 274mg/dl. The customer treated with bolus. Customer indicated that their doctor has been contacted and their blood glucose value was also 274 mg/dl at the time of the call. Troubleshooting was performed and found that the customer used steroids which may have led to their high blood glucose. Customer indicated that a no delivery alarm was received. Troubleshooting found that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks, air bubbles, site or insulin issues. The customer did not have a tubing clamp and was advised to call back when it was received to perform the high pressure test. Customer indicated that they changed out the entire set which resolved the issue of the no delivery alarm. The product was not returned for analysis.